Manufacturer narrative:
An event regarding crack/fracture involving an unknown stem was reported. The event was confirmed through medical review.. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: all in all, a severe bone defect condition was present since time of implantation of the device in 2013, that would inevitable end in a fatigue failure at some time post implantation. No clinical information was provided to detail the previous history of this device prior to 2013, while also the x-rays as faxed copies are of poor quality but still allow to draw valid conclusions regarding the failure mode of the device. Because adequate repair of bone defect conditions is part of the surgical technique, principal failure mode is procedure-related. No info is available regarding surgical reconstruction in 2017. From the patient-related perspective, there is little specific information. Weight and height of the patient were not provided. Excessive weight is however not normally a root cause for device failure although it may increase the effects of overload conditions from other causes such as discussed. Similar arguments are valid for excessive patient activity, also an unknown factor in this case. It is a pity no implants were returned for investigation because materials investigation usually provides very valuable information regarding failure mode, especially in cases of device fracture such as current one. Additionally, materials and/or manufacturing related matters can be excluded with more certainty although in the current case no evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon procedure-related factors provides a plausible explanation for the failure event of this case. This pi case is not device-related. Procedure-related factors: use of a triathlon ts device under revision conditions with severe bone loss without adequate repair of bone defect conditions. Patient-related factors. No info. Device-related factors: none. Device history review: not performed as the device details are unknown. Complaint history review: not performed as the device details are unknown. Conclusions: the medical review indicated that the use of a triathlon ts device under revision conditions with severe bone loss without adequate repair of bone defect conditions has contributed to a severe overload condition in the femoral device with load transmission only through the stem extender resulting in a fatigue fracture some 4-years post implantation. It is noted that the 'triathlon' ts device as indicated in the medical review cannot be confirmed based on the information provided. The exact cause of the event could not be determined as insufficient information was provided. Further information such as device return and details, dated x-rays, complete operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient had a revision to the left knee due to separation of a size 6 left ts femur and a 16x100 ts fluted stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had a revision to the left knee due to separation of a size 6 left ts femur and a 16x100 ts fluted stem.